Manufacturer narrative:
The device was retained by the hospital. This report will be updated should additional information become available or upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker system exhibited high pacing thresholds and loss of capture on the right ventricular (rv) lead, however, the patient didn't experience asystole. In addition, the right atrial (ra) lead exhibited undersensing. Subsequently, the patient underwent a revision procedure and the physician noted that the ra lead had insulation damage at the terminal end of the lead. Both the ra and rv leads were surgically abandoned and replaced, and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported high thresholds and loss of capture.